Event description:
Procedure type: low anterior resection. According to the reporter: return knob couldn't be retrieved and the jaws remain closed during use. It was opened forcibly, removed from the patient. New handle and cartridge were used. No patient harm. Operating time extended: less than 30 minutes. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. No reinforcement material was used.

Manufacturer narrative:
(B)(4).